Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was intermittently providing a "connect electrodes" message while monitoring a patient. The customer was unable to provide any further details about the patient or the event. Upon evaluation of the customer's device, physio-control observed that the pacer button on the main keypad assembly was intermittently engaged (depressed/stuck down) even though it was not being touched. If the pacer button on the main keypad assembly is constantly engaged, the device's critical functions are not impacted. However, if the pacer button is intermittently engaged like what observed during testing, the device may alert users to "connect electrodes," and if the device user attempts to charge the device (in order to shock) and the pacer button engages, the device will dump the charge. As a result, defibrillation could be delayed or prevented, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the replaced main keypad assembly and the cause of the reported issue was determined that the pacer button on the main keypad assembly was shorted and damaged. This caused the device to prompt the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that their device was intermittently providing a "connect electrodes" message while monitoring a patient. The customer was unable to provide any further details about the patient or the event. Upon evaluation of the customer's device, physio-control observed that the pacer button on the main keypad assembly was intermittently engaged (depressed/stuck down) even though it was not being touched. If the pacer button on the main keypad assembly is constantly engaged, the device's critical functions are not impacted. However, if the pacer button is intermittently engaged like what observed during testing, the device may alert users to "connect electrodes," and if the device user attempts to charge the device (in order to shock) and the pacer button engages, the device will dump the charge. As a result, defibrillation could be delayed or prevented, if it were necessary.